Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2019 with blood glucose of 342 mg/dl at the time of the incident. The did not mention how they were treated. The customer did not mention any symptoms. The customer was most likely wearing the insulin pump during the incident. Customer kept getting power error detected alarms and the pump notification light went out immediately. Troubleshooting was not completed. The insulin pump will be returned for analysis.